Event description:
It was reported that the investigation of the returned coring knife revealed that the knife did not perform as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.